Event description:
New information received indicates that another instance of post-paced t-wave oversensing on the ventricular channel was observed via stored egm after device had been reprogramed previously. The patient was asymptomatic. Further programming changes were made.

Event description:
It was reported that post-paced t-wave oversensing on the ventricular channel was observed via stored egms. The patient was asymptomatic. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.